Event description:
The customer obtained a false negative vitros (B) (6) result on a vitros eciq system. The same sample produced a reactive result on a competitive system. False negative results may lead to inappropriate physician action. The vitros (B) (6) results were not reported. There was no report of pt harm as a result of this event. (B) (4).

Manufacturer narrative:
The investigation found no evidence to indicate that the vitros eciq did not operate as intended. The investigation determined that the pt sample in question was truly (B) (6) reactive when tested on two alternate methods. The root cause of the false negative vitros (B) (6) result could not be determined, however, a mutant form of the (B) (6) virus could not be ruled out.